Event description:
Boston scientific received information that this product was part of a system revision due to infection. Vegetation was found to be growing on the right ventricular (rv) lead. The physician noted the infection source was likely due to a gastric bleed that the patient experienced. The patient is scheduled to be re-evaluated prior to receiving a new device system. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.